Event description:
It was reported that the asymptomatic patient presented for the a routine clinic visit. Upon interrogation, the pulse generator exhibited backup operation. The device exhibited a software code anomaly and could not be troubleshooted. A device replacement would be scheduled.